Event description:
It was reported that during a left colectomy procedure, while firing on colon the battery sounded weak and the device stopped half way through the first firing so that the blade had not traveled the total length of the sled. The surgeon tried to reverse the blade but it did not respond. He then tried to manually reverse the blade and it did not work. Finally, he had to open the device to get it off of the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient. Surgeon clarified that device was opened normally, indicating that the knife must have never really moved from origin. He confirmed that when he pulled the firing trigger, he heard a light, slow sound and assumed the knife moved.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so,when? Battery sounded weak. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes, had to open device. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? New with this one. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60m was present; the returned cartridge had the sled moved distal, but it did not fire staples. This would result in no cartridge lockout in the device. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please noted if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset it. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.